Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported power issue and subsequent cancellation remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the generator did not power up and the case was cancelled. The generator seemed like there was no electricity available. The cables and power cord were changed, the generator was rebooted and all other cables were pulled and tried again which did not resolve the issue and the case was cancelled.

Manufacturer narrative:
Additional information: b5, g6, h2, h11.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the generator did not power up and the case was cancelled. The generator seemed like there was no electricity available. The cables and power cord were changed, the generator was rebooted, and all other cables were pulled and tried again which did not resolve the issue and the case was cancelled. Further information was received which noted that the ampere generator was serviced on-site by abbott technical support personnel at the customer facility. During the on-site field service, it was noted that one of the two fuses had come loose which interrupted the power supply. The fuse was reattached which resolved the issue. No additional malfunctions were observed during field service. The device was not returned to the manufacturer since the issue was addressed and resolved on-site.